Manufacturer narrative:
Follow-up # 1 date of submission 03/17/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/27/2014 with the following findings: the keypad cover was found to be torn off from the bottom of the keypad to the up arrow button. During testing, the up arrow, down arrow and ok keypad buttons were found to be unresponsive; the contrast button responded appropriately. The keypad cover was removed and the up arrow, down arrow, and ok key contacts were found to be missing. There was evidence of contamination found under the contrast key contact. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading lettering.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the keypad cover was missing and that all keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.